Event description:
It was reported that during a gastrectomy, the stapler was stuck after loading the third cartridge. No staples were delivered. Another similar device was used to complete the procedure. There were no adverse consequences to the patient. No additional details could be provided by the customer.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.